Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04107. It was reported that burr stuck on wire occurred. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure, it was noted that wire was stuck with the burr. The burr and wire were removed together and the procedure was completed. No patient complications reported and patient's status was good.